Event description:
The facility reports the caregiver moved the chair back to the reclined position and gave a shower to the patient. When finished, she started to move the chair back to the upright position. At a certain point in this process, the patient started yelling. The operator/caregiver then stopped the movement and moved the chair back to the reclined position. She then checked to see what happened. She noticed the scrotum had been pinched between the bottom of the seat and the bar under the chair (frame cross-member bar). The patient sustained a skin tear to the scrotum, which was treated with antibiotic ointment.

Manufacturer narrative:
An arjo investigator examined two devices, as the customer was not sure which was the one involved. The first unit was found with the handset missing the hook, water stains on the unit, paint scratches on the sides of the unit, the bed pan missing, and a wear mark on the middle of the cloth section of the strap. The second unit was found with the hook missing off the handset and stains on the unit and bedpan. Both units functioned/performed according to manufacturer specifications. The manufacturer concludes the event occurred due to operator error. The operating instructions state, "always ensure that the equipment is used by trained staff." They also state, "ensure that nobody is touching parts of the lift which are in relative movement to each other when the lift is activated." The product is designed to comply with all requirements for safe trapping distances, and the requirements for the safe trapping distance for genitalia are met and exceeded. The manufacturer recommends retraining customers on the operating instructions, especially the notations listed above. It is also recommended all worn parts be replaced.